Event description:
It was reported that this pacemaker showed the minute ventilation feature not working as desired as there was an increase in the heart rate due to the movement of the left arm. Various options on how to proceed were discussed but none of them appeared would be effective if implemented. The pacemaker remains in service but it is planned to be explanted due to battery replacement. It has been implanted more than nine years. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event.